Manufacturer narrative:
Technique and maintenance were reviewed with the customer. Siemens has requested return of reagent for further investigation. Cause of event is not known.

Event description:
The customer reported that they received a falsely depressed hba1c result compared to retesting on the same device and by unknown lab device. There is no report of injury due to this event.